Manufacturer narrative:
(Unable to cut). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a stonetome rx sphincterotome was used during an est (endoscopic sphincterotomy) procedure. According to the complainant, during the procedure, the stonetome was unable to cut the choledochoduodenal junction. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".